Manufacturer narrative:
The complaint sample has not been returned for evaluation. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined. Not returned

Event description:
It was reported to boston scientific corporation in 2005 that a resolution clip device was used during an esophagogastroduodenoscopy (egd) procedure the day prior. (Patient gender, age and weight unknown) according to the complaint, upon deployment, the clip fell apart into three pieces. The pieces were not retrieved. They are expected to pass without incident. Procedure was to treat a gastric bleed. The case was completed with another resolution clip device.